Event description:
It was reported that the vns patient's device had migrated and that the patient's lead was more prominent in the neck. The patient had also been experiencing an "a lot of nocturnal seizures." Attempts for additional relevant information have been unsuccessful to date.

Event description:
On (B)(6) 2015 it was reported that the patient's generator is still moving and that the patient wants a model 106 generator implanted for her nighttime seizures.

Event description:
On (B)(6) 2016 the patient underwent generator replacement due to the migration.

Event description:
On (B)(6) 2015 clinic notes were received dated (B)(6) 2015 which indicate that the device has moved and the lead wire is now much more prominent in her neck. Although surgery is likely, it has not occurred to date.

Event description:
The patient was referred for surgery. Although surgery is likely, it has not occurred to date.